Event description:
During an in-clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. During the extraction procedure, the patient experienced a cardiac tamponade. The tamponade was resolved by surgical intervention. The patient was in stable condition.

Manufacturer narrative:
Perforation/ tamponade is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use.